Event description:
The reporter indicated that a wire fracture and no output was observed at implant. The lead was not implanted.

Manufacturer narrative:
The coils in one area were kinked by the application of a clamping force. The wires are not broken, and the electrical characteristics of the lead are normal. The complaint of no output cannot be verified.